Event description:
An altitude alarm was reported from a pump used by the customer. It was stated that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and the levels remained in a safe range. Technical support resolved the situation by deciding to replace the pump, ensuring uninterrupted insulin delivery through manual injections in the interim, and provided the customer with necessary instructions for the pump exchange and subsequent usage.